Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there is a crack in the case of the insulin pump. The pump was not bumped or dropped or there was no car accident. Crack is on the reservoir compartment and the ring is broken. Customer doesn't know how it happened. The blood sugar is 76 mg/dl. The insulin pump is returning.

Manufacturer narrative:
The insulin pump was received with scratched case, cracked retainer, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.